Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the door was broken. Per service manual operational and diagnostic, broken door was identified, therefore this complaint can be confirmed. The defective parts were replaced including the left and right lexan covers to resolve the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the reported problem of the broken door. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/29/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/29/2018 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
H10 additional narrative: correction: d10, h3, h6: the date device returned to manufacturer was reported as 2/28/2020 on the initial report and has been updated as 2/16/2020. Therefore, h3 and h6 have been updated to reflect this information. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/29/2018 and passed all functional testing before being returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via mail that before procedure the 4580 fms duo+ pump/shaver combo -ns has a broken door. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.